Event description:
It was reported to medtronic minimed that the customer reported a crack at the reservoir compartment and pump error 65 (rf processor failed self-test this is called at power on reset, during 10:01 am testing, and during self-test). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer continued to receive battery change messages. The reservoir was unable to lock in place when inserted into pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test and self test. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No pump error 65 alarms were noted during testing. Pump¿s history and trace files downloaded successfully using thump software. No pump error 65 alarms noted in the pump history/trace files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked case, cracked case(battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Cosmetic damage at the reservoir compartment (damaged) and reservoir unable to lock into place was not confirmed, however, other cosmetic damage confirmed where scratched case, pillowing keypad overlay, stained keypad overlay, cracked case, cracked case(battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads was noted. Pump error 65 alarms not confirmed during testing or in the pump history/trace files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.